Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparo appendectomy procedure, for the first firing for appendectomy, they connected the reload to adapter and checked jaws opening/closing and 3 indicators of the handle /the adapter /the cartridge were illuminated green. The surgeon clamped the tissue of appendico, pushed the green firing mode button then pushed the blue button, however the firing was stopped on the halfway. As the device was stopped at proximal site of the staple line and the tissue was not resected at all. Re-tried to push the blue button, however the device did not react. The surgeon said the tissue was not thick. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.